Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to inspect the cartridge and other components of the pump, assisting with cleaning and replacing the cartridge. Initially, the caller was unable to successfully load the cartridge, but after assistance from customer support, they were able to complete the load process and resume insulin delivery.